Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while the surgeon was removing the specimen from the body, the device's bag broke due to too much pressure pulling upward. The specimen was pulled from the body without a specimen bag. There was no patient injury.